Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI #: (B)(4). Applications support manager (asm) visited site and recommended changing spot and line settings for the system back to where they were originally and adjusted the energy. Discussed in detail with the surgeon the changes in energy settings when using smaller spot and line for creating inlays and flap treatments. Surgeon reported to abbott representative that he recently changed the spot and line on both flaps and inlays treatment but did not change the energy settings. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had procedure to insert inlay in right eye on (B)(6) 2016 with intralase laser. Patient presented on (B)(6) 2016 with haze and faint fold in inlay. Surgeon increased steroids (durezol) to 3 times a day in right eye. It was reported inlay was replaced on (B)(6) 2016. Best corrected visual acuity is 20/15.